Event description:
It was reported that there was a discrepancy between the displayed and actual time on the customer's device. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in updating the pump time and was advised to monitor and follow up if the time discrepancy greater than five minutes recurs.